Manufacturer narrative:
Stryker orthopaedics is a distributor of this device, which is manufactured by (B)(4). The manufacturer has responsibility for regulatory decisions and MDR/mdv reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2015 the patient underwent a right sided tka utilizing simplex hv bone cement. It is further alleged that on (B)(6) 2016 she underwent revision surgery due to loosening of her knee components caused by the simplex hv bone cement implanted in her right knee and de-bonding of simplex hv bone cement at the tibial component. Update: per received implant sheet, all implants are of competitor construct. Only the cement was of stryker.